Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. The surgeon did a reverse cta left shoulder for this patient around 2007. Today the surgeon operated on patient to revise the poly cup. Intra-operatively the poly was found to be worn severely. The surgeon said the implants were well fixed and decided to add a 9mm spacer and a 36+6 retentive cup. This trial construct appeared to be stable intra-operatively. Doi: 2007; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.